Event description:
It was reported that patient underwent a right total hip arthroplasty in 1990. Subsequently, a revision procedure has been indicated due to poly wear and bone loss; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
Patient underwent a right hip revision approximately 26 years post-implantation due to wear of the acetabular liner and bone loss. The femoral head, acetabular cup and liner were removed. A femoral head, acetabular liner and a triflange were implanted.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.